Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, scanning out a medication, it did not appear on the screen to receive or refill. Restarted the computer, but the issue persisted. Occurred with multiple medication scans. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the barcode scanner was not working. A field service engineer (fse) replaced the barcode scanner, configured the mlm printer, and tested by rebooting the station. The user was able to scan using the barcode and print labels. The station was working properly afterwards. The system functioned as intended after the field service engineer repaired the device.